Event description:
The device was used during a laparoscopic nissen procedure. Reportedly, the needle broke in half. The surgeon was able to retrieve half of the needle. The hospital has reported no pt injury occurred.